Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self test for two tests performed on an unknown date. This MFR. Report addresses test one (1) of two (2). Additional testing was performed (at cvs) with a non-abbott over-the-counter test (platform-unknown) which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date is unavailable. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.